Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated high blood glucose of 420 mg/dl. The customer stated that after dinner, forgot to give correction bolus due to which the blood glucose was high. Bolus delivery of insulin was administered to normalize the blood glucose levels. The customer also stated keeps on getting an alert to do a calibration and mentioned that the insulin pump does not show the shield, checked the auto mode readiness screen, which showed the sensor was not ready and needs calibration. The customer was assisted with troubleshooting. The customer was using the insulin pump pump system within 48 hours of reported high blood glucose event and the smart guard auto mode feature was active at the time of the event. The customer mentioned that they changed their infusion set, and reservoir but this did not lower their blood glucose. The customer will continue to use the device and the device will not be returned.